Manufacturer narrative:
A service technician inspected the device on-site and determined the ventilator motor to be root cause of the reported symptom. After replacement of the motor all tests were passed successfully and the device was returned to use without further problems reported. The device log file was analyzed by the manufacturer for the reported date of event ((B)(6) 2018). Two error codes were entered pointing to a deviation in the motor's rotation speed and finally resulted in a stalled motor. The device has reacted as specified for the detected situation by posting an audible and visible "ventilator fail" message as also reported initially. Manual ventilation will remain available and the patient status can be derived from the readings of the mandatory patient gas monitoring. The device has been in operation for more than 13 years and has thereby reached the estimated life time of 10 years. Finally it can be concluded that the failure was caused by wear and tear affects of a motor that has exceeded the estimated life time. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a ventilator failure during use. No patient injury reported.